Event description:
It was reported that the device had oversensed noise on the ventricular lead which lead to inappropriate shock. The patient had been working on a motor at the time of the episode. The patient will be seen at the next follow up and isometrics will be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.